Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 210 mg/dl. Small level of ketones were present. Customer was treated with insulin injections and intravenous fluids in the emergency room (ER). After 8 hours, customer left the ER feeling better with a bg of approximately 130 mg/dl. Customer was not sure what caused elevated bg; however, felt it was due to the pump being submerged in water on (B)(6) 2018. No alarm/notification was received. Upon follow up, customer reverted to using manual injections and lantus for insulin therapy.